Manufacturer narrative:
A review of strips and logs demonstrates that at 18:14:20, the patient had a hr of 118 with spo2 of 99%. Starting at 18:16 the spo2 began to drop, falling to 85% below the low limit of 90%. This led to the generation of yellow spo2 alarms. At 18:17:31high heart rate alarms occurred with a rate of 126 when the limit was set for 125. This led to the generation of yellow high hr alarms. The spo2 continued to fall dropping to 80% at which time the alarm was silenced at the bedside (B)(6) at 18:18:51. At 18:19 the spo2 decline has continued now falling to 75% triggering a red desat alarm the trigger for which was set for 88%. The spo2 continues to drop to 69% when the alarms are paused at the bedside at 18:19:11 when the alarms are active again at 18:22, another desat alarm is generated desat 55<88. At this time there is also a hr alarm hr 46<50. Alarms are silenced at (B)(6) at 18:22:30. Frequent alarms continue for multiple parameters after this time. Testing of the operation of the product by the hospital found no problem with the product. The product is considered to be at the hospital site; it is not known if the device is currently in use. No malfunction is supported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2016 at approximately 18:00 a patient was being intubated in the critical care unit and it was a difficult intubation resulting in the esophagus/stomach being intubated instead of the trachea/bronchi. The resulted in a decrease in oxygenation with the patient turning blue though the staff said the sp02 value was showing 90-92% and no alarms were provided. The patient expired after a difficult intubation during which time the endotracheal tube was malpositioned into the esophagus/stomach which lead to the patient turning blue.